Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump was hardware low level failure alarm during self test. Customer's blood glucose was 290 mg/dl and 300 mg/dl. Customer was able to successfully clear the alarm and received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer was performed self test and the test did not pass. Customer troubleshooting was performed for insulin pump error alarm. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No pump error 63 noted during testing, however, pump error 63 was present in the pump trace download due to broken trace at on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.